Event description:
On (B)(6) 2012, the lay user/reporter contacted lifescan (lfs) on behalf of the patient (her husband) alleging the patient's onetouch ultra2 meter was prompting an error 1 message when he was attempting to test his blood glucose. According to the ot ultra2 owner's manual, an error 1 prompts when there is a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue first occurred on (B)(6) 2012 at an unknown time. The reporter stated the patient uses self adjusting insulin (unknown type) to manage his diabetes. The reporter stated the patient made no changes to his usual diet, activity level or medications on the day of the alleged issue. The reporter stated 20 minutes later, he developed symptoms of "shaking really bad." However the reporter stated the patient did not receive any treatment in response to his symptoms. At the time of troubleshooting, the cca determined that this was the first time the meter had been used. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the reporter claims due to the alleged issue, the patient developed symptoms suggestive of hypoglycemia after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.